Event description:
It was reported that the ilet charger displayed a flashing green indicator and did not charge the device despite repositioning the ilet with the screen facing up, removing the clip, unplugging the charger, and trying different wall outlets. No symptoms reported. Outcomes included the need for replacement of the charging pad to restore device usability. Investigation included technical troubleshooting by customer support. Investigation of this case revealed a suspected charger malfunction with unsuccessful resolution through standard use and power-source checks. It was concluded that the event was related to a device component problem with the charger, with no patient injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.